Event description:
The customer reported via phone call that he had a lost sensor alert and a low blood glucose of 38 mg/dl. Customer went to put in a new sensor but kept getting a sensor error alert. Customer was also receiving a lost sensor alert. Customer stated that the transmitter did flash when he connected to it. Customer pulled the needle out but it did not pull out properly and got stuck. Customer treated with glucose tablets. Customer removed the sensor and it was bent. Customer was slurring and at the end of the call, his blood glucose was 49 mg/dl. Customer stated that his is about to sit down for dinner and he is not alone. Customer declined to stay on the line until his blood sugar comes up.

Manufacturer narrative:
A complete analysis and testing 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, the sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.